Event description:
It was reported that the1.5 hex driver tip broke when inserting a 2.3 locking screw in the patient/plate during a distal radius fracture case. No delay, no adverse event reported.

Manufacturer narrative:
One 80-0728 "1.5mm hex driver tip, locking groove" was returned; device was returned damaged with a split-off tip segment not returned. Driver examined under magnification. Driver exhibits a breakage that is complex, with a single fracture surface that curves upwards into a thin segment; angulation of the surface to the device axis varies from near-perpendicular to near-parallel to the device axis at varying locations within the fracture region. Signs of ductility are not present at the fracture site (e.g. Necking). Signs of fatigue are not present at the fracture site (e.g. Progression or "seashell" marks). Lobes of the driver are not twisted about the device axis. Device overall length as measured with caliper ID 100003881 is 2.6490 inches when measured to the topmost peak of the curved fracture surface, or 2.6010 inches when measured to the base of the fracture region. No definitive conclusions can be made.